Manufacturer narrative:
An analysis of the device history record (DHR) was performed, and quality notifications were reviewed. No records potentially related to this defect were identified. Regarding the foreign material defect, the provided photo was evaluated, and it was possible to confirm the reported incident. During this evaluation, the presence of contamination on the cannula was observed, originating from the assembly processes. Bd confirms and reproduces the complaint. No maintenance orders or quality notifications related to this incident were found. However, contamination was identified on the needle; nevertheless, it was not possible to determine the nature of the contamination or the root cause of its occurrence. Bd confirms the complaint. The manufacturing process includes a quantitative inspection routine aimed at maintaining a statistical basis for material release. These materials undergo visual and functional tests intended to prevent potential defects from being delivered to the market. No defects were identified during the production of the evaluated lot. As this process requires operational attention, associates will be notified through note no. 21250127. As this is the first complaint registered for the lot and does not exceed the acceptable quality notification (nqa) limit, the incident identified from this complaint will be monitored for trend evaluation.

Event description:
No additional information provided.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 18x1-1/2 rb had foreign matter. The following information was provided by the initial reporter: material # 305712. Batch # 5294410. Verbatim: I¿m not sure if this is in you portfolio. See photos, image (B)(6) looks like the needle is painted, it¿s not that¿s a shadow. There is some material stuck to the needle mid-way. Lot number is in the other photo. The item was placed in the sharps container, so no way to get that out.